Event description:
The surgeon reported that during the procedure, the system shutdown. The surgeon was not able to complete the procedure. Multiple attempts were made for more info on the event and pt status with no response to date.

Manufacturer narrative:
The company service rep examined the sys and replaced the power supply. The sys was then tested and met all product specs. The power supply was visually inspected and found no sign of damage. The power supply was tested and no output voltage was found. The power supply has been returned to the supplier for add'l testing and further root cause investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. A review of complaints for the last 24 months did not indicate any add'l reports for the sys. (B) (4). (B) (4). (B) (4).